Event description:
It was reported that the pt was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
The info provided on this form was previously submitted under manufacturing report number 3007963827-2014-00048. This report will be amended when our investigation is complete.